Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had increased headache pain and groin pain. It was also noted that the stimulator was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's groin pain and headache were not device related. It was noted that the stimulator was functioning properly and patient was no longer getting relief. In addition, patient no longer uses the device and doesn't need it any longer.

Event description:
A report was received that the patient had increased headache pain and groin pain. It was also noted that the stimulator was non-functional. The patient will undergo an explant procedure.